Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient developed a hematoma post lead revision. The patient underwent evacuation of the hematoma. The impl antable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.